Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what was the product code of the 29mm circular stapler attempted? Cdh29a. Was there an alleged deficiency of the 29mm device?it didn¿t perform complete donuts either. How was the lumen sized? It was second attempt-no more 25 staplers only had 29¿s and 33¿s-we knew the 29 was too big but he was trying to avoid hand sewing-2 am. Why was a 29 selected?we had no more 25¿s and he thought he could get it to work because he was doing it from above and not entering through the rectum. Can you further clarify the anastomosis technique attempted from above? He put anvil in distal & stapler through a ostomy he created from proximal it was very tight on the proximal side. I couldn¿t see well at all the distal side but I was very concerned when I saw the tightness of the proximal. Did the 29 contribute to the need to perform the diversion? It was a combination of 25 not working, lots of manipulation. He felt it would be best to divert. Will the ostomy be reversed? Yes going to what is the current status of the patient? As far as I know- patient doing fine.

Event description:
It was reported that during a colostomy reversal, the cdh25p circular stapler fired correctly, the green check mark was present, the device was removed from the patient easily, the distal donut was complete but the proximal donut was incomplete. The doctor performed a leak test and there were bubbles in the anastomosis. Tried to redo the anastomosis using a cdh29a from above- didn¿t work, stapler to large for lumen (started to tear colon), colon manipulated too much so they thought it was best for patient to do a diversion to eliminate any possible leak or infection. They did fire the cdh29a and had another proximal incomplete donut. The surgeon didn¿t seem surprised due to difficulties getting it in. The doctor oversewed the anastomosis with suture, adding an additional one and a half hours to the procedure. The doctor tested the anastomosis after the suturing was complete, the anastomosis passed the leak test but the doctor decided to do a diversion.